Manufacturer narrative:
The reported event was unconfirmed. It was received 1 all silicone foley catheter. The catheter balloon was inflated with 5 ml methylene blue solution (3 drops 1% aq methylene blue per 100ml distilled water) and no leaks were observed. Catheter concentricity was evidenced 60:40 (within specification) and the catheter rested with no leaks. The inhouse syringe was connected and it was able to return the 5 ml in one minute and 45 seconds however it was evidenced cuffing. No root cause could be found because the reported event was unconfirmed. As the reported event is unconfirmed a DHR review is not required. However, a DHR was completed before unconfirming the event. Labeling review is not required. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that registered nurse went to remove foley resistance was met, this registered nurse stopped immediately. Urology consulted and en route. When registered nurse went to go examine foley catheter after removed it looked like the balloon was only inflating on one side (pcn# (B)(4) ). Per follow up via email on 20mar2024, the patient experienced temporary pain, but no physical harm. Per sample received on 15apr2024, it was noted that the foley catheter was returned for evaluation (pcn# (B)(4) ). Per notification from investigator on 10may2024, during sample evaluation it was found that the foley catheter balloon was mushroomed (pcn# (B)(4) ). Per follow up response via email on 28may2024, customer called to report that there was minor impact to the patient. The patient had pain but did not seek medical attention. (Pcn# (B)(4) ).